Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The additional xience xpedition device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a lesion located from the proximal to mid left anterior descending (lad) artery with heavy tortuosity that was 90% stenosed. A 2.5 x 48 mm xience xpedition stent was deployed in the mid lad and a 3.0 x 48 mm xience xpedition stent was deployed in the proximal lad. There was no adverse event reported during or immediately after the procedure and the patient was discharged from the hospital. On (B)(6) 2017, the patient expired suddenly. It was reported that the patient was not symptomatic at the time of death. An autopsy was not performed. No additional information was provided.